Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging new or worsening asthma, severe eye inflammation, severe ear inflammation, severe nose inflammation, severe oral cavity inflammation, and severe sinus inflammation. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer believes they will be unable to gather additional information. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.